Manufacturer narrative:
The event of "seroma-late" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant exchange.

Event description:
Healthcare professional reported unknown side textured implant exchange and "some noticeable fluid". Device has been explanted.